Manufacturer narrative:
Concomitant medical products:¿ information references the main component of the system. Other relevant device(s) are: product ID: 9735824, serial/lot #: unknown product ID: 9735824, serial/lot #: unknown no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was experiencing a "localizer faulted" message. In the tracking details, both the electromagnetic (em) instrument interface box and emitter were greyed out. There was no option to toggle the emitter on and off. The site attempted to reseat the break out box and emitter and cycle the power but the issue persisted. There was no patient involvement.

Event description:
Additional information received reported that the emitter controller was replaced, and the system was still not working and displayed "localizer not connected." The emitter instrument interface was also not connected. The emitter power and usb cables were reseated. The issue persisted. The manufacturer representative (rep) called in again stating that the site's system was still displaying localizer faulted. The emitter and break out box are greyed out in the software, and the break out box had no leds on. The rep called in once again to state that the new emitter was still showing localizer faulted with and without bad bob plugged in.

Manufacturer narrative:
H3. The system was serviced in the field, and the fault continued after changing out controller and power and usb cables. The emitter was then exchanged; however, this did not solve the fault issue. The axiem controller box was exchanged out as well as the break out box. The system now worked as intended. Continuation of d10updated: other relevant device(s) are: product ID: 9735777, serial/lot #: (B)(6) product ID: 9735780, serial/lot #: unknown product ID: 9733752, serial/lot #: unknown product ID: 9735825, serial/lot #: (B)(6) product ID: 9735824, serial/lot #: unknown hardware analysis of 9735777 determined that the cable supplied power to the controller as expected. Hardware analysis of 9735780 determined that the cable worked as expected and allowed touch function to work. Hardware analysis of 9735825 determined that the complaint could not be verified due to suspicious connector. Internal components of the lemo connector are missing. Internal piece that lines up the pins to insert into the controller in the correct orientation are missing. If the pins are inserted incorrectly, it will short out the controller. It was not attempted to plug into the controller, so functionality was not tested. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controllers were returned to the manufacturer for analysis. Analysis found that there was a controller failure, as the accuracy software showed that the controller faulted. It was noted that the emitter and interface would not connect. The emitter test software would not connect to the controller and could not read the faults. This issue was documented in a medtronic navigation hardware anomaly tracking database. The emitter was also returned for analysis and no failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.